Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device was post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.